Event description:
Reporter alleged discrepant blood glucose results of 328 mg/dl back to back with a result of 36 mg/dl when testing was performed at the same time on the advantage system. The location of the testing was not provided along with no report of any actions or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: comfort curve test strip lot number 549101 with an expiration date of 8/30/07.

Manufacturer narrative:
The suspect product is the comfort curve test strip.